Event description:
Device was returned for service. During service, technician found drive shaft broken. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the drive shaft was broken due to drop damage. An assignable root cause is undetermined.